Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 30103604 item name g7 vit e neutral lnr 36mm d lot # 65627113. 00877503601 item name bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot # 3115418. 574201040 item name avenir cmpl ha std col size 4 lot # 3060082. 00625006525 item name bone scr 6.5x25 self-tap lot # j7375825. 00625006525 item name bone scr 6.5x25 self-tap lot # j7375821. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that 23 days post implantation, the patient was diagnosed with a dvt in their right leg. The patient was placed on oral anticoagulant treatment and the complication resolved. There is no additional information available at the time of this report.